Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17july2019. The field service technician was dispatched and the issue was duplicated by powering on the unit. Gas delivery system (gds) was replaced. Testing concluded that the root cause was a defective u1 on the air flow sensor pcba created the o2 flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Performance verification testing failed for flow accuracy. There was no patient involvement.